Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, no parts were replaced to solve the issue. The software was reinstalled. The ventilator passed all functional and safety tests and was cleared for clinical use. If technical error code indicating control printed circuit board error appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If disabled ventilation error appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The reported issue was confirmed in device's logs by field service engineer during service visit. The cause of the claimed issue in this customer product complaint is related to software. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated technical error code indicating control printed circuit board error. There was no patient harm. Manufacturer's ref. #: (B)(4).